Event description:
It was reported that the communication during an interrogation was interrupted several times and could not be resolved. The physician tried several times to reattempt interrogation, but there was no change even after a battery change. The programming wand lights would come on briefly but then would turn off, which is when the interruption would occur. No other information was provided. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Device malfunction is suspected but did not contribute to a death or serious injury.